Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the floppy disk drive was not working due to a broken off portion of a floppy disk stuck inside the floppy disk drive. System error found that occurred in the past. Programmer has suspended telemetry with some devices.

Event description:
The programmer was returned to the manufacturer due to the floppy disc drive not working, analyzed and tested out of specification. No patient involvement or complications were reported.